Event description:
It was reported that (1) 355sd device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the 5mm trocar will not lock to arm device. Opened another instrument to complete the case. There was no consequence to the pt.